Event description:
It was reported that a patient underwent a replacement surgery and after replacing the generator, high impedance was identified consistently. Intra-operative impedance values were normal, but post-op impedance values were high. Further follow-up found that the explanted generator had trouble establishing communication. This event was reported under MFR report # 1644487-2017-02969. The lead was reportedly visually inspected by the explanting surgeon and no breaks were found, but there were fluid breaches in the tubing. The patient's new generator was then removed because the high impedance could not be resolved.

Event description:
The explanted generator was reportedly discarded after surgery.